Event description:
(B)(4). Heavy monthly menstrual blood flow, extremely painful body aches, headaches, mood swings, depression, digestive issues, diarrhea, frequent urination, forgetfulness, disorganized, abdominal flutters and cramping, constant lower back pain that mimics contractions, ovarian pain and discomfort, ovarian pain and cramping during intercourse, decreased sex drive and libido, popping of hips at any movement, extreme pain and cramping in right hip that extends down leg causing difficulty walking, gas, bloating, abdominal swelling causing me to look and feel pregnant, indigestion and heartburn, exhaustion, inability to focus, pain and stiffness on soles of feet when first wake up making it hard to walk, legs and feet swelling, weight gain, unable to lose weight, frequent yeast infections, vaginal odor, bruises easily and takes a long time to heal.